Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system presented with a fluid / air exchange issue and a system message displayed during surgery. The surgery was completed by aspirating the viscoat out with a syringe. There was no patient harm.

Manufacturer narrative:
(B)(4).

Event description:
Corrected information was provided stating the issue was not a fluid / air exchange issue but poor aspiration from the system.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fluidics assembly was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 24, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming fluidics module. However, without a sample, component level root cause cannot be determined at this time. (B)(4).